Event description:
It was reported that the procedure was to treat 90% stenosed, de novo lesion in the left anterior descending (lad) with mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0 x 12mm balloon catheter. A 2.5 x 18mm xience prime stent delivery system (sds) was deployed at the target lesion, followed by post dilatation with a 2.75 x 15mm non-compliant balloon. However a distal edge dissection was observed. Therefore, a 2.5x15 mm xience stent was deployed to cover the dissection, ending the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.